Event description:
It has been reported that one syringe 0.3ml 31ga 6mm halfunit 10bagnla has been found experiencing molding defects before use. The following has been provided by the initial reporter: bent syringe.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot#: 8351984. Customer states that the syringe is bent. The returned syringe was examined and exhibited a slightly bowed barrel. A review of the device history record was completed for batch#: 8351984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200797743, 200797422, 200797769] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 21st oct 2019, holdrege received 1 poly bag with ¿1¿ bowed 0.3ml 31g * 6mm u-100 insulin syringe; lot#: 8351984. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. From the visual evaluation, the sample was found to be bent across the portion of the syringe (near shield). Process: the mold press receives resin into the hopper, the resin is then fed into the barrel via rotation of the reciprocating screw. The resin is melted and pushed into the mold. The mold profiles the melted resin into a shape. The resin is cooled. The mold then ejects the molded parts. Molded barrels get printed and then assembled with plunger, needle assembly & cap. Finally, the assembled syringes are packaged into the polybags and then into the cases. Being a mexican bulk with different case design they are repackaged in another bd facility. Investigations: barrels are produced from multiple molds. The barrels appear to be bent and molds does not create bent. Syringe assembly cannot run the bent barrels or create the bent during the assembly process. If it runs bent barrels, then we are supposed to have cannula through shield. Packaging process cannot create the bent on the barrels. If it creates the bent syringes, then shield supposed to be displaced from the barrel. This batches are re-packaged at another facility. So, not familiar with the re-packaging process. Root cause: root cause cannot be determined. L2l was looked at and nothing was found pertaining to the defect. There were no notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.3ml 31ga 6mm halfunit 10bagnla has been found experiencing molding defects before use. The following has been provided by the initial reporter: bent syringe.